Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the issue was intermittent. It was reported that the customer left the device idle for two days, and then after restarting the device, it was reported that the device returned to normal. No further actions were reported to have been performed on the device, and it was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from a customer reporting an unresponsive touchscreen on a v60 ventilator unit. The malfunction occurred during the power-on self-test phase. No patient involvement or user harm was reported in connection with this issue. The investigation into the cause of the unresponsive touchscreen is currently ongoing.